Event description:
The hospital reported that during a coronary artery bypass procedure, the acrobat suv vacuum stabilizer knob was tightened but the arm of the device remained loose. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The product is not returning. The hospital will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. There was no nonconformance recorded in the lot history which would be considered related to the reported event. (B)(4).